Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "unable to float swan catheter through the mac. A new kit was opened for the swan sheath to be replaced. There was no reported patient harm." Associated complaint 9680794-2026-00322.